Event description:
Related manufacturer reference number: 2017865-2022-08228. New information received notes device interrogation revealed inappropriate shock due to noise oversensing on the right ventricular (rv) lead. Device interrogation also showed high capture thresholds due to dislodgment on the right atrial (ra) lead. On (B)(6) 2022, the physician elected to cap and replace both the rv and ra lead. There were no patient consequences.

Manufacturer narrative:
Correction: b5 missing customer consequence.

Event description:
New information received notes patient presented with shortness of breath. Device interrogation revealed inappropriate shock due to noise oversensing on the right ventricular (rv) lead. Device interrogation also showed high capture thresholds due to dislodgment on the right atrial (ra) lead. On (B)(6) 2022, the physician elected to cap and replace both the rv and ra lead. There were no patient consequences.